Event description:
Complainant alleged that while attempting to treat a pt, the device self-selected the energy level. Complainant indicated that the clinician continued to use the device to treat the pt. Complainant did not indicate that ther was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.